Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's reported postoperative course. The perfix plug device contains the "plug" and an additional mesh "onlay", as reported it appears that only the onlay portion of the device was removed and the main perfix plug remains implanted at this time. As such we have not entered an (explant date). A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2006 and was implanted with a bard perfix plug for the repair of an inguinal hernia, "the size of her fist in her leg." As reported the patient started to experience pain approximately 10 years after the implant of the device and was unable to tell "if she had a bladder infection or if the mesh was bothering her leg." The patient underwent several CT-scans (results not provided). As reported on (B)(6) 2018, the patient underwent surgery for partial removal of the mesh as well as "the snipping of some nerves in her leg" due to nerve entrapment. It is reported that the surgeon "took the lining piece out but the plug piece is still implanted in her leg." As reported the patient is starting to have some decreased nerve sensation in the area of the surgery again but is not seeking any additional medical treatment at this time.